Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had his left knee replaced 20 plus years ago. He came into the ER with a swollen knee and pain. It was determined by the surgeon that the patient would need to undergo a revision surgery to do a thorough I&d and poly exchange. After seeing the x-ray, it appeared that the patient's lcs polyethylene rp bearing had spun out in the joint and was most likely the issue for a painful knee. Surgeon explanted a large 10mm deep dish lcs insert and implanted a 12.5mm deep dish bearing and was satisfied with the stability. Unfortunately, there were a lot of unanswered questions. We did not know what caused the poly to spin out. We did not know what the patient was doing when the poly spun out, we did not know the cat # or lot # to the lcs poly. We did not know if there was an infection presence. We did not know who or where the original surgery was done. Doi: unknown; dor: (B)(6) 2022; affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: the device associated with this complaint was not received for examination. The x-ray review found sufficient evidence to confirm the reported allegation. The position of the femoral implant suggest the poly insert to have possibly just rotated, this because there is still a gap between the tibial tray and femoral implant indicating the poly liner still there, but out of place. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.